Manufacturer narrative:
Per (B)(4) rev. 24.0, product history reviews are required for all complaints classified as an early warning or adverse event and any complaint where investigation reveals a confirmed cause category of design, process, product, or supplier. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces to the construct during use.

Event description:
On 2/11/2022, it was reported by a sales representative via phone that an ar-1588tn-20 tightrope ii abs would not seat and could not be tightened down. Surgeon opened an ar-1588tn-21 tightrope to complete the procedure successfully. This was discovered during an acl procedure on (B)(6) 2022. No further issues were reported.